Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint, and completed the device evaluation. Failure analysis investigations replicated and confirmed, the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.065 x 0.130. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
During a da vinci assisted procedure, it was reported, that the long bipolar grasper had broken cables. The procedure was completed. And there was no patient injury.